Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The 2.50x32mm taxus liberte' drug eluting stent was being prepped by the technician and when the technician was attempting to remove the protective sleeve, they ran their hand down the shaft and over the stent. The technician's glove stuck on the end of the stent and damaged the stent. No patient injuries or complications occurred. The procedure was completed with another taxus liberte' stent. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).